Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced an unrecognized hypoglycemic episode with a blood glucose value of 48 mg/dl. The low was identified by the clinical diabetes specialist, and the user was later educated on alarm volume settings and proper use of the device. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.